Event description:
The lariat was being used to ligate the left atrial appendage. After tightening of the lariat, bleeding occurred and a significant effusion developed. The lariat was removed from the pt and the pt was converted to surgery. The surgeon was able to stop the bleeding and the pt remained in the hospital. We were subsequently notified that the pt expired 2 days later. No autopsy was performed, but cause of death per the physician was pea (pulseless electrical activity).